Manufacturer narrative:
The field service engineer cleaned the probes and confirmed the module was running within specification. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable albt2 tina-quant albumin gen.2 results for three patient urine samples with the cobas 6000 c501 module. Patient 1: the initial result was 333.1 mg/l. The repeated result was 25.7 mg/l. Patient 2: the initial result was 281.7 mg/l. A second sample was tested with an initial result of >444.1 mg/l and a repeated result of 8.1 mg/l. Patient 3: the initial result was >451.4 mg/l and the repeated result was 15.9 mg/l. A second sample was tested with a result of 9.3 mg/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 51598201 with an expiration date of 31-aug-2022.